Manufacturer narrative:
Evaluation summary a review of the device history record (DHR) could not be conducted because the lot number provided was not valid at the manufacturing site. One sample was received for evaluation. After visual inspection it was observed to be cut in half. The reported condition was unable to be confirmed because the other half of the catheter was not returned. It was not able to be determined if the product met specifications because the complete product had not been returned. The root cause could not be determined by the sample evaluation. No corrective actions are deemed necessary. The process is running according to product specifications, meeting quality acceptance criteria. The process will continue to be monitored for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that a patient was tugging on his foley catheter resulting in the catheter being severed, leaving part of it inside the patient¿s bladder. The urology team was able to remove the foley tip from the patient's ureter at the bedside and a cystoscopy was not needed.